Manufacturer narrative:
(B)(4).

Event description:
The pt had an MRI or other medical procedure. Following the procedure, the pump was confirmed to be stalled; no motor stall recovery was noted in the logs. They planned to recheck the logs in 20 minutes. Add'l info has been requested a follow-up report will be sent if add'l info becomes available.